Manufacturer narrative:
Conclusion: device failure occurred & was related to event.the complaint was reviewed and photographic images were made of the product.

Event description:
Allegedly the reamers are badly rusting.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete; however, a voluntary recall has been initiated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01052.